Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: there is no batch information available from the customer, so we can not know if there are previous complaints of the code/batch or if ther are units in OEM stock. The batch manufacturing record cannot be reviewed. OEM has not received any complaints of this article ((B)(4)) concerning the wrong quantity inside the package. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Incorrect number of sutures in package.